Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/29/2017, that on (B)(6) 2017, the patient stated the continuous glucose monitor (cgm) was not working properly and reads their glucose levels off and on. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no readings was confirmed via signal loss on (B)(6) 2017. A root cause could not be determined via data.